Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 16mm from its tip. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) when output was activated in seal & cut mode, the probe came into contact with a metal object or a surgical instrument. 2) due to ultrasonic vibration, the coating of the probe was peeled off, and the probe was also scratched. 3) a force to grasp the tissue or, a force of the output activation in seal &cut mode might have been applied to the probe. As a result, the probe cracked from the scratched area and the probe damage error occurred. 4) a force might have been applied to the probe during the output activation outside of the patient¿s body. This might have caused the probe to break. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an adnexectomy, the subject device was used. An error regarding short circuit occurred, and the probe of the subject device fell outside the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.